Event description:
Reportedly, upon interrogation of the ICD device involved in this MDR report, a message related to a shock overload dated (B)(6) 2007 was observed during a follow up visit in (B)(6) 2010; reportedly, the physician did not notice the warning message before this follow up. The ICD was explanted and returned for analysis. Another ICD was implanted. It was also reported that the lead was damaged (lead submitted under MDR#1000165971-2010-00856). However, the lead was cut and capped, i.e. It is not available for evaluation.

Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending. See scanned page.